Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt cant charge ins and said this was noticed a couple weeks ago. They mentioned they had some "surgeries and I was negligent on getting this thing charged". Pt noticed they were having back pain and realized they didn't have their stimulation on. Pt says they last charged ins about 6 months ago or so. Pt doesn't have a managing healthcare provider (hcp). Provided national answering service (nas) number for healthcare provider office to call. Patient reported they met with rep and hcp to discuss plans to replace old battery. Issue is not resolved. Patient had cts on the 2nd and 3rd. Patient asked hcp to schedule an appointment. Patient currently waiting for doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.